Event description:
The facility reports while lifting a patient, one of the leg clips came off the hanger bar. The patient slid backwards onto the floor, causing a serious head injury. Preliminary information regarding the sling and circumstances of events is unknown at this time.